Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010. It is alleged that the [pt] was injured without explanation. Hospital and medical records have been requested but not yet provided." It is alleged that "[pt] further suffered extreme pain and suffering from ivc filter perforation of the ivc wall and precaval fat."

Manufacturer narrative:
Investigation the following allegations have been investigated: tilt and limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported limited mobility is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to post deep vein thrombosis (dvt) and pulmonary embolism. The patient alleges tilt and vena cava perforation. The patient further alleges limited mobility. (B)(6) 2019, per a report from computed tomography; ¿inferior vena cava filter is present, tip 2.8 cm inferior to the renal veins. Slight protrusion of major struts present, medial strut extending 3mm with tip adjacent to the adjacent aorta. Posterior strut contacting the anterior superior aspect of adjacent right vertebral body. Anterior strut contacting the posterior duodenal sweep. Lateral strut extends into pericaval fat. On coronal images, there is 5mm medial angulation, and on sagittal reconstructions 11 degrees anterior angulation.¿